Event description:
The customer reported incompatible scope e315 alarm during reprocessing, involving an olympus colonovideoscope. There was no patient involement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.